Event description:
It was reported that during a superficial femoral artery (sfa) interventional procedure, the nav 6 emboshield was delivered to the popliteal artery on a non-abbott endarterectomy wire. Upon filter retrieval, the wire was pulled, leaving the filter basket free floating in the vessel. The filter basket was successfully snared. There was no adverse pt sequela reported. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B)(4). Incorrect anatomy & failure to follow steps/instructions. It should be noted that the emboshield nav 6 instructions for use states, "embolic protection system is a temporary percutaneous transluminal filtration system designed to capture embolic material released during angioplasty and stent procedures within carotid arteries." Additionally, the IFU states, "the emboshield nav 6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element." In this case, the filtration element was successfully removed by use of snare device. In review of this incident, there is no indication of a product quality deficiency.